Event description:
On (B)(6) 2014, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. The aneurysm sac measured 110mm. It was reported that on (B)(6) 2014, the patient presented with trash-foot syndrome. Reportedly the trash foot syndrome developed after the aaa procedure due to an embolization event. The patient developed "chronic ischemia" of the fingers but was asymptomatic. There is no intervention that is indicated for this kind of complication. The physician is monitoring the patient.

Manufacturer narrative:
Addition additional devices implanted and/or related to this event: pxc141000/11811146.

Manufacturer narrative:
The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to embolization (micro and macro) with transient or permanent ischemia. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
Review of the file determined this event to be non-reportable. This medwatch will be voided.